Manufacturer narrative:
The device was returned for analysis. The returned device analysis did not confirm the reported unintended movement- clip open during establishing final arm angle/efaa. The discrepancy between what was reported (clip open efaa) and what was observed (no issue with the clip) was likely due to a combination of varying amounts of tension felt by the device during procedure versus the returned product analysis.a review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported issue. Additionally, a review of the complaint history identified no similar incident reported from this lot. Based on the available information a cause for the reported unintended movement- clip open-efaa cannot be determined. There is no indication of product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip failed to establish final arm angle (efaa). It was reported that this was a mitraclip procedure performed to treat functional mitral regurgitation (mr), with an mr grade of 4. The clip delivery system (cds) was advanced to the mitral valve. After grasping the leaflets, the clip failed final arm angle (efaa); the clip opened over 20 degrees. The clip was opened, relocked at 60 degrees and closed; final arm angle was checked again, and it failed. The clip was not implanted and was replaced. One clip was implanted, reducing mr to <1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.